Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when placing the jaw of the device on the cystic duct and fired it, clips are forming correct but some are scissoring. One wrong clip is still in the jaws of the device. Procedure was completed with same like device. No consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.